Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
It was reported that during a primary right reverse shoulder procedure, the glenosphere impactor threaded tip broke off in the implant in impaction. The broken pieces were removed and a backup device was used to finish the case.

Manufacturer narrative:
D9 / h3 updated to indicate the device was not returned. The reported event could not be confirmed, since the device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The operative technique was previously revised to emphasise the importance of having a good connection between the two parts. Op tech was updated with a statement that clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. An nc and a CAPA were opened to rework the design of the device to avoid further breakages of the tip. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device was not returned.

Event description:
It was reported that during a primary right reverse shoulder procedure, the glenosphere impactor threaded tip broke off in the implant in impaction. The broken pieces were removed and a backup device was used to finish the case.